Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump screen had loose segments. No harm requiring medical intervention was reported. Troubleshooting was done and customer will discontinue use of the device.

Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, minor scratched lcd window, scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Missing display window cover was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer stated the screen on the pump is coming apart no harm requiring medical intervention was reported. Troubleshooting was done and customer denies pump being bumped or dropped or any sing of infusion set or reservoir damage. Pump shows physical damage of loose segments on pump¿s screen. Customer does not know how it occurred but possible wear and tear. Damage occurred while not using silicone case, reviewed pump care and best practices with customer. Device will be replaced, and customer instructed to discontinue pump use and revert to back up plan as per hcp instructions.

Manufacturer narrative:
Customer returned pump for alleged missing display window cover found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, minor scratched lcd window, scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Missing display window cover was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 component codes with this report.

Event description:
Updated/corrected event narrative: (aware date: (B)(6) 2022). Information received by medtronic indicated that the customer stated the screen on the pump is coming apart no harm requiring medical intervention was reported. Troubleshooting was done and customer denies pump being bumped or dropped or any sing of infusion set or reservoir damage. Pump shows physical damage of loose segments on pump¿s screen. Customer does not know how it occurred but possible wear and tear. Damage occurred while not using silicone case, reviewed pump care and best practices with customer. Device will be replaced, and customer instructed to discontinue pump use and revert to back up plan as per hcp instructions.